Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary control. It was reported that the patient believed they ruptured where the stimulator was; they had severe stinging and burning pain where the implant was. The patient¿s indication for use was unknown. No further complications were reported/anticipated.